Event description:
Date and time of incident: thursday (B) (6) 2008 at approx 14:00. Location of incident: digestive center, (B) (6). Description of incident: a staff member from respiratory therapy had moved a pt into the room and positioned them for the procedure. The respiratory therapist was moving the dual lcd display arm into position when it dropped out of the middle joint. The rt said he had noticed a slight extra resistance the past couple times he had used this boom but did not report it to anyone. The rt had a good hold of the boom when the joint broke so luckily the boom did not fall and hit the pt. The boom was swinging from the cables at the joint and all of the weight was supported by the cables inside the boom. At this point, the rt held the boom aside and moved the pt. The room was then evacuated and maintenance was called. When maintenance arrived they turned off the circuit breaker for this boom and began the investigation. When maintenance arrived they turned off the circuit breaker for this boom and began the investigation. Pictures were taken at this point. The other identical boom in pod a, procedure room one was checked for normal operation or indications of a similar impending failure. It was found to be in normal working order with no indications of failure. Nuvo was notified on (B) (6) at approx 10:00 am by the (B) (6) engineer. Another unit was sent to (B) (6) to replace the unit that failed. The basic arm is mfg by (B) (4), and incorporated into the nuvo system. The unit was sold to (B) (4), who sold it to (B) (4). After reviewing the photos nuvo determined the wires were twisted. During normal operation the wires do not twist. The arm is designed with a stop to prevent the arm from moving 360 degrees. It was determined by both nuvo and (B) (4) that the arm was forcibly moved by (B) (4) personnel damaging the stop. This allowed the arm to rotate 360 degrees which in turn allowed the wires to twist. The twisting of the wires placed stress on the retaining ring which holds the arm in place. Over time the increased stress on the retaining ring allowed the arm to disengage and fail. Nuvo sent out a svc bulletin to the 4 customers that have 21 units in use. The bulletin advised them to rotate the arms approx 330 degrees and advising that no arm should rotate past 360 degrees. We have rec'd no notification of full rotation from any customers. The arm was returned to nuvo and an investigation resulted in the same conclusion as above. The arm was returned to ondal for eval.